Event description:
This case was reported by a consumer, via a regulatory authority (FDA medwatch program), and described the occurrence of neck pain in a male pt who received super poligrip denture adhesive cream (formulation number (B)(4)) for denture adhesion. Co-suspect medication included fixodent denture adhesive cream. The pt got his partial plate in 2000, and his full plate in 2006. In 2000, the pt started super poligrip and fixodent (dental) twice daily. At an unk time after starting super poligrip and fixodent, the pt experienced neck pain, numbness and tingling of extremities. In 2009, the pt was diagnosed with neuropathy. The pt stated he had no medical insurance and was still undergoing testing at the free clinic. He stated that zinc poisoning caused numbness, tingling, paralysis and pain. This case was assessed as medically serious by gsk. Treatment with gsk denture adhesive (formulation unk) was continued. At the time of reporting the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00101. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).